Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. High capture thresholds and under-sensed ventricular signals were noted as well. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).